Event description:
It was reported that on (B)(6) 2012, a 2.75x28 rx xience v stent was implanted in a saphenous vein graft to the right coronary artery (svg/rca). One day post stent implant, the patient developed a high-powered ringing in the ears, forgetfulness and confusion. The patient presented to the emergency room on (B)(6) 2012. Unspecified tests were performed with no findings. On (B)(6) 2012, brain scan was performed with no findings. That same week, the patient was seen by an ears, nose and throat physician. There were no findings. The patient has been taking plavix since the stent was implanted; however, on (B)(6) 2012, the patient's physician discontinued plavix and prescribed effient. The patient's confusion has lessened, but all symptoms are continuing. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. There were no reported product deficiencies. Hypersensitivity/allergic reaction are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with saphenous vein graft (svg) lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.